Event description:
Edwards received information that a patient with an edwards aortic bioprosthetic valve was diagnosed with aortic stenosis after an implant duration of approximately ten (10) years. The patient underwent an implant of a transcatheter heart valve (tavr) within the subject device (valve in valve). There was no reported complications.

Manufacturer narrative:
Additional manufacturer narrative: implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms, which may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this event cannot be identified. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.